Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch and a chemolock¿ w/red cap, cl2000s-rc and unknown lot number. The report stated that chemotherapy was leaking. The clave on primary set (above pump cassette) remained depressed after removal/replacement of the chemolock which allowed the chemotherapy to leak. There was patient involvement and no patient harm.